Event description:
A report was received that the patient was having to charge his implant every day. The results of the patient's database analysis confirmed premature battery depletion. The patient was seen by his physician and it was reported that the patient was managing well with the stimulation therapy and a revision was not recommended at this time.